Event description:
Boston scientific received information that this right ventricular (rv) lead and device displayed increased pacing impedance measurements greater than 2,000 ohms, along with increased pacing threshold measurements. A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead operated appropriately, according to its performance specifications.

Event description:
Additional information was received that the lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.